Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the display was dim, faded, and discolored. Additionally, investigation revealed that there was contamination under the up arrow, down arrow, and contrast key contacts.. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/07/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2014 with the following findings:visual inspection revealed that the battery compartment was cracked below the finger pad. The keypad cover was found to be torn from the ok button to the contrast button. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. The display was found to be dim, fading, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).